Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch unidirectional catheter and suffered a pericardial effusion and cardiac arrest, which required chest compressions. The patient¿s medical history is unknown. During the procedure, the patient's blood pressure dropped and a pericardial effusion was observed on ultrasound. It was noted that the patient¿s heart stopped beating for approximately 30 seconds. This event occurred while using the catheters during a mapping phase between ablations. Unknown medication was provided to the patient. The patient was monitored for 30 minutes and sent to the ICU for observation. Additional information was received regarding the event. There was a transseptal puncture that was performed with a baylis needle to gain access to the left side of the heart. There were no error messages observed on biosense webster equipment during the procedure. Anticoagulation was used and the act was maintained at 300 seconds. Anticoagulation was reversed immediately upon discovery of the perfusion. The patient did not require hospitalization or surgical intervention. Thirty seconds of chest compressions were performed before normal contractions were observed. The physician¿s opinion regarding the cause of this adverse event is that this is related to the patient¿s condition. Settings during the event include: power settings ¿ 40 watts / irrigation flow setting ¿ 30 cc. The power was not titrated during ablation.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: carto 3 (model# unknown serial# unknown), stockert (model# unknown serial# unknown), coolflow pump (model# unknown serial# unknown), soundstar catheter (model# unknown and lot# unknown), st. Jude josephson catheter was used. (B)(4).